Manufacturer narrative:
(B)(4). Method: three complaint opt942 nasal cannulae were returned to fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on the visual inspection of the returned complaint cannulae. Result: visual inspection revealed that cannula 1 was torn at the buckle, cannula 2 was torn at the bottom where it sits in the manifold and cannula 3 was torn at the lip that seals the interface manifold connection. Conclusion: the observed damage to the complaint cannulae is most likely the result of pulling on the cannula with undue force. The cannulae would not have passed testing on the production line in a damaged condition. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed off. The setup instructions in the user instructions which accompany the opt942 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the 'silicone part' of three opt942 nasal cannulae was torn. No patient consequences were reported.